Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, in (B)(6) 2020, the patient presented incontinent at her follow up visit after implant. The mesh was exposed at midline; the physician trimmed and treated the area tissue with estrogen. The patient was going to get a retropubic sling imminently. Additional information stated that a small bit of mesh was excised after making a midline incision. Another manufacturer's device was implanted.